Event description:
The customer reported to a baxter representative of a one-link connector that "is allowing blood to flow back into the catheter which is then clotting it". This is reported to have occurred during infusion on an unknown patient. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review cannot be performed since there was no lot number provided. The sample was not returned for evaluation. The customer reported condition could not be confirmed; the root cause was not identified.

Manufacturer narrative:
(B)(4).the sample was not available for evaluation. Should any relevant additional information be made available, a follow-up MDR will be submitted.